Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. Pt switched to backup infusion device. This was first noticed 1 week prior to report, began as an intermittent issue, and then became consistent. Pt noticed the failure of down button while performing a bolus. Pt boluses an average of 4 times per day and has used this infusion device for 3 years. Down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.